Event description:
Affiliate reported that the perforator is not working properly. No adverse events reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that a visual inspection confirmed a missing label on the outer sleeve in addition to a visible crack in the outer sleeve. The tangs had marks on them, which appears to be consistent with the theory that device came in contact with a hard surface. During the functional testing it was found when tested twice, and on the second attempt, the perforator with the cracked sleeve disassembled stopping the drilling and becoming lodged in the test board. The sleeve was then replaced with a new one and the functional test was performed 20 times. Results confirmed 20 out of 20 test locations fully drilled in accordance with the procedure. There were no issues noted on the drill with sharpness when functionally tested in the control room utilizing the codman air driver. Since a lot number was not provided a review of the device history records could not be reviewed. It was noted that the customer's complaint could not be replicated in a controlled environment. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated. (B)(6).

Event description:
Affiliate reported that the hospital had difficulty using a total of 14 perforators, which were all reported to the sales rep on a single day. They were blunt and did not cut well. As a result it was estimated that the surgery was delayed for approximately 35 minutes. Reference affiliated (B)(4). We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated. (B)(6).

Manufacturer narrative:
Upon completion of this investigation a follow up report will be filed.